Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the keypad was peeling. The pump was responding correctly to all button presses during evaluation. A leak was found in the keypad during evaluation and there was evidence of moisture ingress.

Event description:
There was no reported patient impact associated with this complaint. The patient noticed the pump was unresponsive to keypad presses when her mother was changing the battery. The pump was working, mom changed the battery and none of the buttons are responding. The patent denies getting pump wet.